Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had early battery depletion due to no capture at maximum output of the left ventricular (lv) lead. The ICD was explanted and replaced. The lv lead was capped. No patient complications have been reported as a result of this event.